Event description:
It was reported that during a remote follow up, premature battery depletion was suspected on the device. Abbott technical support was contacted and the device was explanted and replaced to resolve the event. The patient was in stable condition.

Manufacturer narrative:
The reported event of premature battery depletion was unconfirmed. A longevity estimate was performed and showed normal battery depletion had occurred. Functional testing was performed, which included sense testing, pace output testing, impedance measurements, high voltage output testing, and patient notifier activation and the device showed normal function.